Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s device revealed that the left ventricular (lv) lead had an high out of range impedance measurement. While re-programming the device, the lv lead had exhibited loss of capture at high output. Upon several attempts, the device was successfully re-programmed with the lv lead capture threshold and impedance measurement well within limits. The patient left the clinic in a stable condition and will be continued to be monitored.